Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor alert during warm up occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of a new sensor alert during warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.